Event description:
Balloon rupture toward the end of the case when patient was ready to come off of bypass, no patient injury.

Manufacturer narrative:
Visually it is noted that the balloon has ruptured. The edges of the rupture are inconsistent in wall thickness and the edges are ragged. The rupture does not exhibit characteristics indicative of a rupture caused by contact with an instrument. Water was introduced through all of the device lumens and the water flows from where it should. The balloon lumen would not allow water to pass because it is clogged with dried blood and fluids. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time. There are no other defects detected with this device.